Manufacturer narrative:
The hospital biomed replaced the adjustable pressure limit valve. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported the unit failed the preoperative test while in the manual mode. There was no report of patient involvement.